Event description:
It was reported that air ingress and sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. When inserting the farawave catheter into the faradrive sheath and performing aspiration/flush, air was continuously drawn into the flush port, and a sheath leak was noted. Air was also observed in the sheath upon removal of the dilator. The procedure was completed successfully using another device without patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress and sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. When inserting the farawave catheter into the faradrive sheath and performing aspiration/flush, air was continuously drawn into the flush port, and a sheath leak was noted. Air was also observed in the sheath upon removal of the dilator. The procedure was completed successfully using another device without patient complications. It was further reported that no air was observed in the patient and that blood leakage was observed. The guidewire was probably positioned within the sheath at the time the farawave catheter was inserted; however, this was not confirmed under fluoroscopy.